Manufacturer narrative:
Device identifiers were requested. The explanted microstent was discarded by the user facility and is not available for evaluation. Microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A glaucoma specialist reported explanting the hydrus microstent from a patient when performing a trabeculectomy revision. The date of explant was (B)(6) 2021; however, the original surgery date and implanting surgeon is not known. Microstent explantation was reported to be precautionary and there was no report of a device malfunction. The explant procedure was uneventful. Additional information was requested from the initial reporter on 3 separate occasions (february 12, 2021, february 18, 2021, february 19, 2021), but no response was received. Any new information will be submitted in a follow-up report.